Event description:
During an arthroplasty a device's paddies were coming off of the [invalid]. This was identified by an rn during the procedure so it did not affect our pt. The product was ref # 800400 nueray 200pk 13x13mm paddies. Lot number 00030431. We have pulled the remaining paddies off of the shelf. FDA safety report ID# (B)(4).